Event description:
Patient visited a clinic in 2005 complaining of pain and photophobia in the left eye. Visual acuity was 20/70. It was determined that the patient had iritis in the left eye and an opacity on the left cornea. The treating doctor attributed the iritis to an autoimmune disease and said this was not related to contact lens wear. The patient was treated with dexamethasone sodium m-sulfobenzoate, levofloxacin. The patient's visual acuity was determined to be 20/70. The patient's intraocular pressures were 45 mmhg and 25 mmhg 3 days later. The patient was referred to the medical center. Additional information has not been received from the treating physician.

Event description:
Our affiliate reported that the product type initially reported as 1 day acuvue colors was incorrect. The correct product type is 1 day acuvue define. This report is to correct the product type. No additional information is available.